Event description:
This is a case report received by baxter (B)(4) from baxter (B)(4). It was reported by physician that after using dianeal pd1 (code (B)(4), lot # 10i20g44), the patient observed cloudy drain fluid (dialysate). The patient stopped the administration of the above mentioned lot and changed to another lot. After changing to the new, lot the patient's dialysates cleared up. The patient's physician assumes the contamination of the solution of this batch caused chemical peritonitis in this patient. No sample is available for evaluation. As there has been no confirmation that this was the cause of the peritonitis, this complaint was opened to capture a disposable device in relation to the event. Hospitalization was not necessary . Laboratory test revealed: hospitalization was not necessary. Patient is in good condition. Laboratory tests: inoculated culture medium: negative. No further information is available at this time.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Additional information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (10i20g44) has been withdrawn from the market due to complaints of sterile peritonitis. This is not an MDR reportable event.